Manufacturer narrative:
(B)(4). Recall: 1627487-07262012-002-r. This ipg serial number was included in field advisories. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient has not charged or used the system in over four months and the system is reporting a communication error. Troubleshooting confirmed the ipg is inoperable. In turn, surgical intervention will be taken at a later date to address the issue.

Event description:
It was reported the patient's ipg was explanted and replaced with a different model to resolve the issue.